Event description:
It was reported that there was a coupling problem. It was noted the patient had been having an issue since a car accident. Prior to the accident, the patient was getting full coupling bars. It was noted the patient was recharging at the time of the accident while driving, and was hit from behind. It was noted the patient felt a surge of electricity at the time of the hit and since that time had not been able to get the full coupling bars. The reporter noted the patient had attempted to charge for four full days without recharging the battery and no black bars. At the time of the report, the patient attempted recharging again and was able to get coupling bars that were fluctuating between 4-6 bars. The reporter noted that she believed it was positional. It was noted there was no pocket soreness after the accident and it did hurt initially. It was noted the patient did not believe the pocket was swollen and could feel all the way around the implantable neurostimulator (ins). The reporter noted that they would wait and assess the recharging in a few weeks. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).